Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with an unspecified juvéderm product. The patient experienced ¿delayed issues.¿ the patient has been treated with ¿hylenex® and 3 weeks of antibiotics which helped but not fully resolved the issue.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.